Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the poly worn out, head articulating on ID of acetabular cup. Doi: (B)(6) 2019. Dor: (B)(6) 2020. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The device manufacturing record (DHR) was requested and reviewed. No deviations or anomalies were identified. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: lot h79429. Review of the manufacturing records find no deviations or anomalies. Device history review: review of the manufacturing records find no deviations or anomalies.